Event description:
Pt called back because they received a letter from MDR (reference (B)(4)). Pt said that medtronic was asking them about steps that were taken to resolve the issue that happened on june 22nd with their implant protruding from their body. Pt said that they will not answer this question because the question doesn't apply to the reason they called on june 22nd. Pt said june 22nd was for a controller replacement and nothing to do with this. Patient also mentioned past issues that were reported in this case. Pt said that they have an appointment with their neurosurgeon on monday for moving the implant battery and their medtronic rep (B)(6) will be there. Pt was escalated at points of the call and hard to follow.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient spent 2 weeks in rehab and the situation got worse and the patient lost a lot of weight. Ins protrudes from their body and hurts. Since then the patient had health problems including bloating and gastro issues. Another hcp will be doing a revision on the patient's ins.